Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink continu-flo solution set separated. After flushing the patient¿s IV set with lactated ringers, the nurse was about to connect the set to the patient¿s IV and noted the clearlink set was disconnected resulting in fluid leaking onto the floor. The set was replaced. There was no patient involvement. No additional information is available.